Manufacturer narrative:
The device was discarded and therefore not available for direct investigation. Balloon rupture is an inherent risk associated with the use of this product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "as with all catheterization procedures, complications may occur. These may include, but are not limited to infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture, or tip separation with fragmentation and distal embolization. The history record for the device was reviewed. No issues were identified during manufacturing or packaging that would have caused or contributed to the reported event. Additionally, no other complaints of a similar nature have been received for devices from this lot.

Event description:
It was reported that the tuftex slc balloon ruptured in a patient's vessel during a procedure. No patient injury was reported.